Event description:
At about 1 month after the primary surgery, the patient was operated due to a periprosthetic bone fracture, which was probably generated by the first surgery. The surgeon removed the prosthesis and successfully implanted an amis-k long stem and another 46l endohead.

Manufacturer narrative:
Batch review performed on 27-jul-2022. Lot 2114232: (B)(4) items manufactured and released on 25-jan-2022. Expiration date: 2027-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department. Revision 1 month after primary cemented tha in a elderly patient, due to a periprosthetic fracture. According to report, the fracture might have happened during the first surgery. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature, made more likely by the advanced age of the patient. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.